Event description:
It was reported that during a lap cholecystectomy, the device would not form a complete clip. A second device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.